Manufacturer narrative:
Investigation: investigation summary: instrument sedi 40 00211 was returned to the manufacturer for service the customer's indicated failure mode for llo & lhi flagging with the incident lot was observed. Investigation conclusion: instrument sedi 40 00211 was returned to the manufacturer for service the customer's indicated failure mode for llo & lhi flagging with the incident lot was observed. Root cause description: the service report identified that, on receipt, the instrument was tested and a damaged plate was found in the sample holder, there was also evidence of llo and flagging, however the level of error indicated that the settings on the instrument had been significantly adjusted. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sedi-40 displayed a "too low blood level" error despite proper tubes with the proper amount of blood being inserted into it, resulting in no measurements being processed. The following information was provided by the initial reporter: "the sedi-40 machine displays ¿too low blood level¿ when proper sedimentation tubes have been inserted with proper amount of blood. This happens regularly in approx. Half (9-10 pcs) of the 20 compartments. In this case there is no measurement processed. The secondary sedi-40 machine of the laboratory works and can measure these tubes also."

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 displayed a "too low blood level" error despite proper tubes with the proper amount of blood being inserted into it, resulting in no measurements being processed. The following information was provided by the initial reporter: "the sedi-40 machine displays ¿too low blood level¿ when proper sedimentation tubes have been inserted with proper amount of blood. This happens regularly in approx. Half (9-10 pcs) of the 20 compartments. In this case there is no measurement processed. The secondary sedi-40 machine of the laboratory works and can measure these tubes also."